Event description:
Customer called to report high blood glucose and asked for assistance adjusting her basal rates. Blood glucose reading was 294 mg/dl. Troubleshooting was performed. Single occurrence of no delivery and button error alarm were found in the history file. Insulin pump was found to be functioning as designed. Advised to change infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).